Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead the physician could not get acceptable threshold parameters so chose to reposition the lead. The patient had had previous back fusion surgery and was more challenging to position the ra lead. The physician repositioned the lead and fixated without incident, tested, and then retracted and repositioned a third time, at which point the lead was found to have acceptable impedance, thresholds and sensing. Once the implantable pulse generator (ipg) was affixed to the leads and testing was being conducted the patient's blood pressure dropped. The low blood pressure was considered to be possibly from the heart block/slow ventricular rate during testing. The physician asked for an ultrasound post implant where it was identified that there was a small pericardial effusion. The ra lead is suspected for perforation causing tamponade. The patient required pericardiocentesis. The patient's blood pressure immediately increased and the heart rate decreased following the placement and repositioning of the new lead. The ra lead remains in use. The patient is with single chamber rate responsive with second degree 2:1 heart block. No further patient complications have been reported as a result of this event.